Event description:
The intraocular lens was successfully exchanged for a lower diopter lens of the same model 3 weeks after initial implant. A post operative scan showed the initial implant should have been a 16.5 diopter and not an 18.5 diopter as originally implanted. Patient is doing well.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 18.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.